Manufacturer narrative:
(B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Customer will purchased new strips. Most likely underlying root cause of malfunction: mlc-20 user's test strip had poor storage. (Bathroom). Note: after several attempts manufacturer contacted customer on (B)(6) 2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer condition improved. No symptoms or medical attention reported since the original call. Customer purchased new strips. Customer satisfied with the product. Product is working as designed.

Event description:
Consumer reported complaint for e-3 error: used test strip, test strip outside of vial too long, sample on top of test strip. The e-3 error occurred as soon as the test strips were inserted into the meter. The customer did leave the vial of strips open for a long period of time and did leave the strip out of the vial too long. The customer's expected blood glucose test result range was undisclosed. At the time of the call on (B)(6) 2017, the customer reported having frequent urination, dry skin and being thirsty for the past ten days. During the call on (B)(6) 2017, a blood test was performed by the customer and produced test result of e-3 using truetrack meter. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 04/30/2019 and open vial date is (B)(6) 2017. The meter memory was not reviewed for previous test result history.